Manufacturer narrative:
(B)(4). Batch # r94r75. Additional information was requested, and the following was obtained: did the damage to the packaging compromise the sterility of the device? Yes. Per photographic evaluation: upon visual inspection of two photos, the following was observed: the two photos show a sealed package with a device inside from top view. It was noted a damaged of left side that appear to be a wrinkle of the blister. Based on the photo alone the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Device analysis: the analysis results found that a tb12lt device was returned outside its original package and no packaging was returned for analysis. Due to the condition of no packaging returned for analysis, no visually inspected could be performed to evaluate the incident reported. It could not be determined what may have cause the reported event. No conclusion could be reached as to what may have caused the reported incident. A manufacturing record evaluation was performed for the finished device lot r41316 number, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch r94r75 number, and no non-conformances were identified.

Event description:
Damaged packaging. It was reported that during the surgery, before used on the patient, noted the packing was damaged. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.